Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem ("check therapy pad" messages) was confirmed. Upon evaluation, there was an open black pulse wire in the trunk cable. The cause of the reported messages was the open pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "check therapy pad messages" when using electrode belt sn (B)(4).